Event description:
Patient reported her catheter had fallen out. Upon inspection, the balloon of the catheter had split open along the seam of the plastic and fallen out of the urethra. Manufacturer response for silicone catheter, 14fr, surestep foley tray system (per site reporter: not sure.